Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer reverted to manual injections for insulin therapy and declined tandem technical support to follow-up regarding the reported issue. Customer's blood glucose value was 242 mg/dl. Replacement cable was sent to customer.